Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer also reported the escape and act buttons were not functional. The customer stated the numbers on their insulin pump were scrolling. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.